Event description:
During a cataract removal with intaoccular lens implant, dr. Noticed, prior to reaching the patient, that the lens had a crimped haptic. The lens was then set off to the side and a second implant was obtained for use.